Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The remote service engineer (rse) inspected the system onsite and confirmed that the c-arm no movements. Geometry partially available. The rse tried to reboot the system, but problem persist. Check post pass. Check board software found ok. Later, onsite service found issue with cable extension. Rse suggested to customer replace or remove extension. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm would not move. There was no reported patient or user harm.